Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that it did not seem like the device was working and it happened before surgery about six weeks ago after and unrelated surgery and wondered if that turned the device off. Patient also reported that they had an problem as they were sick with diarrhea and was not sure if it was a bug or the implant not working. No lightning bolt was coming on patient programmer. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they as for the cause of the device not working, they might have shut it off and that after following the direction given on the phone, the device was now working not working. No further complications were noted or anticipated